Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2022, a reduction was necessary due to pain and a dislocation. Patient failed to follow contraindications. Therefore, the surgeon does not think the products failed. The adverse event was addressed with a revision surgery on (B)(6) 2022 to replace the tndm bp shl/xlpe lnr 42od 26id, univ cocr 10/12 taper fem hd 26mm 0 ext, and a syn sel ii por so 10/12 sz 13. The condition of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation the requested clinical documentation has not been provided. However, the patients¿ noted failure to follow contraindications cannot be ruled out as a contributing factor to the reported pain and dislocation. It is also noted, the surgeon does not think the products failed. The patient impact beyond the reported events cannot be determined with the information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for endoprostheses systems revealed as a warning that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include, limited range of motion, patient anatomy, postoperative care or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.